Event description:
The customer alleged that he performed a control test and received a result of 31 mg/dl. The normal control range was 102-140 mg/dl. While customer service was attempting to troubleshoot and gather more information from the customer, he ended the call. Customer service contacted the customer and attempted to get more information, but he refused. No product will be returned.

Manufacturer narrative:
The customer refused to provide any product information (reagent lot # or meter serial number), so it was not possible to determine the manufacture date.